Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip clamp and sleeve at positions # 4 and 5 were sticky. The fse replaced the tip clamp and lld spring and cleaned the sleeve at both positions. The fse found a bent tip clamp at positions #5 and 12 and replaced them. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).